Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding"), hyperthyroidism ("hyper thyroid"), cataract ("cataracts"), glaucoma ("glaucoma") and impaired gastric emptying ("gastroparesis") in an adult female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not underwent essure confirmation test.". The patient's concurrent conditions included morbid obesity. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), hypertension ("high blood pressure"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), cataract (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), fatigue ("fatigue"), weight decreased ("weight loss"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems") and the first episode of vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, the last episode of vulvovaginal pain, abdominal pain lower, genital haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, migraine, headache, hypertension, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, cataract, glaucoma, fatigue, weight decreased, impaired gastric emptying and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cataract, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, glaucoma, headache, hypertension, hyperthyroidism, impaired gastric emptying, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased. Current weight 169lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding"), hyperthyroidism ("hyper thyroid"), cataract ("cataracts"), glaucoma ("glaucoma") and impaired gastric emptying ("gastroparesis") in a female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not underwent essure confirmation test.". The patient's concurrent conditions included morbid obesity. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches,"), hypertension ("high blood pressure"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), cataract (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), fatigue ("fatigue"), weight decreased ("weight loss"), impaired gastric emptying (seriousness criterion medically significant), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems") and the first episode of vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, the last episode of vulvovaginal pain, abdominal pain lower, genital haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, migraine, headache, hypertension, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, cataract, glaucoma, fatigue, weight decreased, impaired gastric emptying and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cataract, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, glaucoma, headache, hypertension, hyperthyroidism, impaired gastric emptying, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased. Current weight 169lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Lot no. Updated. Events: hormonal changes describe: hyper thyroid, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, apareunia (inability to have sexual intercourse), migraines / headaches, blood or heart disorder/condition type: high blood pressure, nausea, neurological conditions or problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: cataracts and glaucoma, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: gastroparesis, hair loss, the patient did not underwent essure confirmation test., vaginal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.